Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 61-year-old male with acute myocardial infarction (ami) complicated by cardiogenic shock was supported with an impella cp inserted via the right femoral artery. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage a shock. During support, pink-tinged urine was noted. Hemolysis was not confirmed. Imaging reportedly confirmed appropriate impella cp position. At the time of the event, the impella cp was operating at p6 with flows of approximately 2.6 l/min. An absent distal pulse was also noted in the impella access extremity. At the time of reporting, it was noted that no actions were taken for the ischemia. No further information was made available. The urine returned to a clear amber color within a few hours without intervention. Five days later from the reported hematuria and limb ischemia, the patient was successfully explanted from impella support. The patient survived to explant. Based on the available information, pink-tinged urine was observed during impella cp support; however, hemolysis was not confirmed and device position was verified by imaging. The urine discoloration resolved without intervention. An absent distal pulse was noted in the access extremity during support. The patient subsequently underwent successful explant and survived.